Event description:
It was reported that the programmer experienced lag and the screen froze during operation. It was noted that the programmer emitted a loud beep sound while in use. Additionally, it was noted that the keyboard was damaged. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer's screen froze during operation. There was no loud beeping sound observed. The keyboard front latch was partly broken, but it was acceptable. Analysis was able to confirm that the programmer experienced a lag during boot-up. It was noted that the cooling fan was noisy. No further anomalies/problems were observed or found. The defective parts were replaced. The programmer passed all the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.